Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2007 due to inability to void, vaginal prolapse and dyspareunia. It was reported that patient underwent vaginal repair/prolapse repair on (B)(6) 2010 due to prolapse, pain and incontinence. (B)(4).

Manufacturer narrative:
(B)(4).